Manufacturer narrative:
Due to the nature of this litigation very little information is available at this time. A review of the implant's records indicates that it was manufactured to specification. Should additional information be provided to further this investigation, this report shall be updated.

Event description:
It was reported by the pt's counsel that the pt experienced pain in their right knee. On (B)(6), 2011 the pt tka was revised.